Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements one day post implant. The lead was observed as dislodged. A revision procedure was performed to explant the lead. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.